Manufacturer narrative:
UDI information: (B)(4). Sample was received for evaluation. The device was returned for evaluation to codman service switzerland. Inspection in codman le locle confirmed the reported issue: error message displayed, the rod sticks, and the transmitter head has cracks. Furthermore, the suitcase is damaged. The vpv programmer was forwarded to the manufacturer hmt for evaluation and repair. The evaluation did confirm problems. The device was forwarded to our supplier: the investigation at the supplier detected that the transmitter cover was broken. The top cover and the transmitter switch have been replaced. The suitcase has not been replaced as the customer didn¿t want to have it replaced. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim programmer was having programming issues. The device was not working, all of the lights were on and blinking. The valve could not be programmed. There was an hour delay and another programmer was used in replacement.